Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected as the reporter did not provide any contact information. (B)(4).

Event description:
A consumer reported that seven years following an intraocular lens (iol) implant procedure, he visited a physician and his eye did not feel normal. He was informed by the physician that the iol "torn off in the eye." The eye feels uncomfortable. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.